Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported leakage at the tip of the needle, he stated that he held the needle in place for a few minutes after the injection but when he removed the needle he noticed drops of insulin coming from the needle. Consumer is concerned that he is not getting his entire dose. Consumer does not re-use. Lot #: 3186904. Catalog #: 320749. Samples: discarded.